Event description:
During evaluation of a returned multiday infusor, a leak was noted at the welded area of the volume indicator port located inside of the. Housing. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was manufactured january 30, 2013 - january 31, 2013. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the condition. Functional testing was performed by filling the reservoir with water. After filling, the leak was noted at the welded area of the volume indicator port located inside the housing. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was an incomplete weld of the volume indicator which was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.